Event description:
The cylinders were removed from the pt, due to a "malfunction," and replaced. Info recieved on 12/30/96 indicates a filling of a cylinder in the outer compartment-would not deflate.